Event description:
It was reported a patient presented with high impedance. It was noted that x-rays were taken and the physician didn't see any issues with the lead. X-rays have no been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The report lead fracture and fluid leaks were confirmed in the pa lab. During the visual analysis, the outer and inner tubes were observed to be torn and/or cut, allowing fluids to ingress. During the visual analysis, the pin coil was found to be broken. The broken ends of the coil appear dark and pitted; additionally, the coil break mate shows signs of metal dissolution. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
The patient went in for surgery. First they checked the generator connector block for any debris and it was clear. They re-inserted the lead and impedance was still high. Full revision was then performed. When the lead was removed it was observed that the portion right behind the generator was frayed, and there appeared to be body fluids in the lead. The explanted suspect device has not been received to date. No further relevant information has been received to date.